Event description:
It was reported that the programmer incurred an error when powered on. The programmer will be returned for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.